Event description:
The customer reported that this unit showed an ECG fault/ "EKG disturbance."

Manufacturer narrative:
After evaluation of the device, philips was unable to determine the cause of the reported problem. A replacement unit was sent to the customer.